Event description:
The surgery center reported that two laser vision correction patients were presented with diffuse lamellar keratitis (dlk) at one day post-operative exam. The surgeon requested lowering the bed energy settings. The surgery center indicated one patient was diagnosed with stage one of dlk and the second patient had stage two of dlk. It is unknown which patient had the dlk stages. The surgery center reported topical steroid used to treat the dlk. There has been attempts to follow up which patient was diagnosed with which stage of dlk was presented but have been unsuccessful in retrieving the information. This is two of two reports.

Manufacturer narrative:
The laser machine was examined and tested at the customer location by an abbott field service specialist (fss).the fss lowered the bed energy to .9u from 1.1u as a good starting point for the next surgery case. The gel results were at .9u which yielded about 75 percent melt. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. Placeholder.